Event description:
It was reported ((B)(6)) high impedances were observed. The pt underwent revision surgery on (B)(6) 2013 where intraoperative testing of the scs lead showed normal impedances. The physician decided to replace the scs extension due to a possible fracture. The issue was resolved with the new scs extension.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.